Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pain pelvic') in a 37-year-old female patient who had essure (batch no. 695932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included alopecia, palpitations and incomplete bladder emptying. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo), ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety /mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("anemia "), 6 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("other injury (ies) or complication please describe: adenomyosis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved and the depression, anxiety, anaemia, headache, dysmenorrhoea, dyspareunia and adenomyosis outcome was unknown. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: the plaintiff did not undergo an essure confirmation test.:no whereas in previous source document confirmation test was performed and results were provided. Hence event not captured. Treatment received for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2011: result not provided.. Pathology test - on (B)(6) 2017: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Secretory endometrium. Cervical squamous and endocervical mucosa with mild chronic inflammation. Fallopian tubes, no significant histopathologic findings. Ultrasound scan - on (B)(6) 2017: essure device was seen in satisfactory optimal position bilaterally. The uterus seems enlarged and globular; its appearance is suggestive of an adenomyosis. The uterus, cervix and cul-de-sac were clearly visualized and no abnormal findings were noted. Ovaries appearance is consistent with (c/w) polycystic ovary (pco). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , dysmenorrhea , heavy bleeding , pain with intercourse, anemia , adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain,menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. Lab data was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pain pelvic') in a 37-year-old female patient who had essure (batch no. 695932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included alopecia, palpitations and incomplete bladder emptying. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo), ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety /mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("anemia "), 6 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("other injury (ies) or complication please describe: adenomyosis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved and the depression, anxiety, anaemia, headache, dysmenorrhoea, dyspareunia and adenomyosis outcome was unknown. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: the plaintiff did not undergo an essure confirmation test.:no whereas in previous source document confirmation test was performed and results were provided. Hence event not captured. Treatment received for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2011: result not provided.. Pathology test - on (B)(6) 2017: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Secretory endometrium. Cervical squamous and endocervical mucosa with mild chronic inflammation. Fallopian tubes, no significant histopathologic findings. Ultrasound scan - on (B)(6) 2017: essure device was seen in satisfactory optimal position bilaterally. The uterus seems enlarged and globular; its appearance is suggestive of an adenomyosis. The uterus, cervix and cul-de-sac were clearly visualized and no abnormal findings were noted. Ovaries appearance is consistent with (c/w) polycystic ovary (pco).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea, heavy bleeding, pain with intercourse, anemia, adenomyosis. Lot number: 695932 manufacturing date: 2009/12 expiration date: 2012/2012. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pain pelvic') in a 37-year-old female patient who had essure (batch no. 695932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included alopecia, palpitations and incomplete bladder emptying. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo), ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On(B)(6)2010, the patient had essure inserted. In january 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety /mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6)2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("anemia "), 6 years 9 months after insertion of essure. On (B)(6)2017, the patient experienced adenomyosis ("other injury (ies) or complication please describe: adenomyosis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, anaemia, headache, dysmenorrhoea, dyspareunia and adenomyosis outcome was unknown and the migraine had resolved. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: the plaintiff did not undergo an essure confirmation test.:no whereas in previous source document confirmation test was performed and results were provided. Hence event not captured. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Pathology test - on (B)(6)2017: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: - adenomyosis. - secretory endometrium. - cervical squamous and endocervical mucosa with mild chronic inflammation. - fallopian tubes, no significant histopathologic findings. Ultrasound scan - on (B)(6)2017: essure device was seen in satisfactory optimal position bilaterally. The uterus seems enlarged and globular; its appearance is suggestive of an adenomyosis. The uterus, cervix and cul-de-sac were clearly visualized and no abnormal findings were noted. Ovaries appearance is consistent with (c/w) polycystic ovary (pco).. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,dysmenorrhea ,heavy bleeding ,pain with intercourse, anemia ,adenomyosis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/pain pelvic'). In a 37-year-old female patient who had essure (batch no. 695932), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: alopecia, palpitations and incomplete bladder emptying. Concomitant products included: ethinylestradiol; norgestimate (ortho tri-cyclen lo), ibuprofen (motrin) and oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety/mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("anemia"), (B)(6) years (B)(6) months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("other injury (ies) or complication, please describe: adenomyosis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems, condition: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and migraine had resolved. And the depression, anxiety, anaemia, headache, dysmenorrhoea, dyspareunia and adenomyosis outcome was unknown. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: the plaintiff did not undergo an essure confirmation test. No where as in previous source document confirmation test was performed. And results were provided. Hence event not captured. Treatment received for pain, abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded; on (B)(6) 2011, result not provided. Pathology test: on (B)(6) 2017, uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: adenomyosis, secretory endometrium; cervical squamous and endocervical mucosa with mild chronic inflammation. Fallopian tubes: no significant histopathologic findings. Ultrasound scan: on (B)(6) 201, essure device was seen in satisfactory optimal position bilaterally. The uterus seems enlarged and globular. Its appearance is suggestive of an adenomyosis. The uterus, cervix and cul-de-sac were clearly visualized and no abnormal findings were noted. Ovaries appearance is consistent with (c/w) polycystic ovary (pco). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, heavy bleeding, pain with intercourse, anemia, adenomyosis. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pif received: outcome of previously added events: pelvic pain, menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. Lab data was added. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain / pain/ pain pelvic') in a (B)(6) female patient who had essure (batch no. 695932) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included alopecia, palpitations and incomplete bladder emptying. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen lo), ibuprofen (motrin) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxiety /mental anguish"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and anaemia ("anemia "), 6 years 9 months after insertion of essure. On (B)(6) 2017, the patient experienced adenomyosis ("other injury (ies) or complication please describe: adenomyosis"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, anaemia, headache, dysmenorrhoea, dyspareunia and adenomyosis outcome was unknown and the migraine had resolved. The reporter considered adenomyosis, anaemia, anxiety, depression, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: the plaintiff did not undergo an essure confirmation test.:no whereas in previous source document confirmation test was performed and results were provided. Hence event not captured. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on (B)(6) 2017: uterus, cervix, and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy: adenomyosis. Secretory endometrium. Cervical squamous and endocervical mucosa with mild chronic inflammation. Fallopian tubes, no significant histopathologic findings. Ultrasound scan - on (B)(6) 2017: essure device was seen in satisfactory optimal position bilaterally. The uterus seems enlarged and globular; its appearance is suggestive of an adenomyosis. The uterus, cervix and cul-de-sac were clearly visualized and no abnormal findings were noted. Ovaries appearance is consistent with (c/w) polycystic ovary (pco). Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dysmenorrhea, heavy bleeding, pain with intercourse, anemia, adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: pfs and mr received. Reporters information updated. Lot number added. Events: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, blood or heart disorder/condition type: anemia, migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), other injury (ies) or complication please describe: adenomyosis were added. Lab data, medical history, concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.